Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit power up properly after battery installation. Proceed it by using a new battery cap and a new battery. P-cap locks properly into the reservoir compartment. The pump passed the displacement test, sleep current test, active current test and self-test. Unit was downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following were noted during visual inspection: battery cap contact missing, cracked case (battery tube), cracked case and scratched case. In conclusion, customer concern for blank display was not confirmed. Unit successfully powered up after battery installation. No low batt or batt out limit alarms occurred during testing. Battery cap damage was confirmed due to missing metal stake and missing contact dots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the pump had a blank display. Troubleshooting was performed and display was blank at the time of the troubleshoot. No harm requiring medical intervention was reported. The customer will discontinue use of the device and revert to the backup plan as per health care professional instructions and a serialized device will be replaced. The insulin pump will be returned for failure analysis.